Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient said the pocket was uncomfortable since implant. A pocket revision was done on 2018(B)(4). The patient is now doing well with the therapy ad the ins location was more comfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient felt discomfort at the implantable neurostimulator (ins) pocket. There were no contributing factors and no troubleshooting was performed. The rep noted that the healthcare professional (hcp) stated that he would be willing to move the battery. The issue was not resolved at the time of the report, a pocket revision was planned, and the patient was alive with no injury. There were no further complications reported or anticipated.